Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of non-sustained rv oversensing was observed via remote transmission. Patient was asymptomatic. Egm revealed intermittent myopotential oversensing on the ventricular channel. Noise replication and programming changes were recommended. Patient will be scheduled a follow-up.